Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2011. An MRI of the cervical spine on (B)(6) 2009 indicated "mild to moderate..stenosis at c1-c2". A second pre-operative MRI on (B)(6) 2010 indicated a small (1-2 mm) drop of the cerebellar tonsils. No additional information has been provided.

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2009, the patient was experiencing intermittent shoulder pain, neck pain, and headaches. The patient was told by the physician that she had c1-c2 instability and a herniated disc in her back. The patient had the pre-operative diagnosis of ehlers-danos syndrome. On (B)(6) 2011, the patient underwent c1-c2 posterior cervical instrumentation including c1 isthmus and c2 pedicle screws, as well as a posterior spinal fusion using rhbmp-2/acs on the c1-c2 vertebrae. Post-op, the patient experienced pain far worse than the pain she experienced prior to surgery. Approximately six weeks following the surgery, she woke up screaming in horrifying, unbearable pain in her neck and head. The patient was brought to an urgent care where x-rays revealed a broken pedicile screw in her neck. The patient was informed that the broken screw was fused and should not be causing pain. The patient now suffers from severe neck pain and headaches, disfigurement, difficulty with mobility, decreased earning potential, and a loss of consortium. Further, the patient suffers depression and psychological impairment.